Event description:
As reported by the user facility: detailed inquiry description ex d - blood outside fluid path. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample without packaging was provided for evaluation. The caresite micro was connected to an ICU med extension set. Upon visual inspection of the sample, it was observed that blood rings were present along with significant amounts of debris on the body walls above the compressed shoulder ring. Furthermore, no defects were detected on the attached extension set. Additionally, a luer taper circle test was performed, and no abnormalities were identified. Based on the data from the investigation, the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.